Manufacturer narrative:
.

Event description:
The recipient reportedly experienced sound quality issues, popping sensation, and pain with and without use of external equipment. Programming adjustments were made and external equipment was exchanged, however this did not resolve the issue. Revision surgery is under consideration.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt as well as cuts in the fantail region. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical tests performed. The device failed the residual gas analysis test. This is an interim report.

Manufacturer narrative:
(B)(4). Correction: evaluation codes. The external visual inspection revealed that the electrode was severed prior to receipt as well as cuts in the fantail region. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical tests performed. The device failed the residual gas analysis test. The reported complaint of non-auditory sensations, sound quality issues, and pain could not be verified during this analysis, which was limited in some respects due to the electrode lead being cut prior to receipt. The device passed the electrical tests performed. However, the device had moisture content that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis and dye penetrant data, it is believed that this device was not hermetic. This older device configuration is no longer manufactured. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient is reportedly doing well with the new device.